Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.